Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) assisted the home patient (hp) to cycle power off/on twice to clear alarm and then explained the alarm. The tsr then explained the proper procedures for connecting and disconnecting. The tsr then assisted the hp to remove the set to start over with all new supplies. There was patient involvement, but no medical intervention or patient injury was reported. (B)(4) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by ending therapy and starting over with new supplies. The cause of the alarm was related to the hp pressing go before connecting. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she discarded the supplies after therapy and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. This review finds the labeling adequate for the potential use error(s) in the complaint. An individual trend revue was not performed. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).